Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the arm. Of note, the patient uses insulet omnipod5 in hybrid closed loop. During the follow up call with patient on (B)(6)2024, the patient stated the cgm was 150 then 120 mg/dl before going to her room. She did not check a bg and at some point her cgm was showing 47 mg/dl. On (B)(6)2024, she had reportedly lost consciousness and woke to emergency medical service (ems) giving her glucagon. The bg by ems was 37 mg/dl and the patient was unaware of the cgm or behavior of the display device. After treatment, the bg rose to 200 mg/dl then back to 90 mg/dl in the emergency department. There was no further treatment for hypoglycemia and she was discharged after 6 hours. At the time of follow-up, she was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)